Event description:
Healthcare professional reported a patient was injected with 4 syringes of juvéderm® voluma¿ xc. 2mls into the right temple and 2mls into the left temple. Patient would go on to experience the non device related events of mild wisdom teeth inflammation and mild cheilitis. The wisdom teeth inflammation needed impacted tooth extraction and the medications of oral zhi kang jiao nang, oral mecobalamin tablets, oral diclofenac sodium enteric-coated sustained release capsules, oral ornidazole dispersible tablets, and oral cefaclor sustained-release capsules to resolve. The cheilitis needed topical tacrolimus capsules and recombinant bovine basic fibroblast growth factor for resolution. Additional information received noting patient experienced a mild non device related hpv infection about 9 months after injection that is ongoing and treated with human placenta tablets and recombinant human interferon a2b vaginal effervescent capsules. Patient also experienced non device related lower back pain starting about 10 months after injection that is mild, ongoing, and has no noted treatment.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of hpv infection, deemed not device related is considered an unexpected adverse drug experience.